Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, non-sustained right ventricular oversensing (nsrvo) due to post paced t wave oversensing was noted on the ventricular channel of the device. The oversensing was noted on stored electrograms (egms). The patient had a procedure on the day of episodes and all the episodes were found to be occurred within an hour of each other. Thus, monitoring was recommended. Programming changes were also discussed. The patient was stable and will continue to be monitored.